Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging that his one touch verio pro meter sometimes marks blood tests as control solution tests. The patient denied exhibiting any symptoms due to the alleged issue or seeking any medical attention. The alleged issue was not resolved over the phone and the product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms or receiving any medical attention due to the alleged issue. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) k093745.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.